Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, after the right ventricular lead was implanted and prior to the device implant, the patient suddenly had recurrent episodes of ventricular fibrillation (vf). The physician tried to revert back the vf using defibrillator but the heart rate did not revert back and the patient expired on the table. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
Analysis was normal. No anomalies were found.